Event description:
It was reported that 5 of the bd ultra-fine insulin syringes had foreign matter present. The following was received from the initial reporter: white foreign matter is on the needle surface.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd ultra-fine¿ insulin syringes had foreign matter present. The following was received from the initial reporter: white foreign matter is on the needle surface.

Manufacturer narrative:
H6: investigation summary: no physical samples were returned form the customer. The investigation was completed from the photos provided. Visual inspection verified that there was a white particle at the canula from the photos provided by the customer. A review of the device history record was completed for batch# 2199495. All inspections were performed per the applicable operations qc specifications. Based on the photos provided, embecta was able to confirm the customer¿s indicated failure. No root cause has been identified. H3 other text : see h10.